Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer reported an elevated blood glucose (bg) level of 507 (mg/dl). A manual injection was administered to treat bg levels. Due to the supplies to the pump had being changed prior to event being reported, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.